Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported feeling nauseous. The cgm value at that time was 100 mg/dl. No blood glucose meter comparison was reported. The patient was wearing a tandem insulin pump and believed the symptoms were due to the flu. On (B)(6) 2025, the patient continued to feel nauseous. The cgm value was 169 mg/dl, with no reported bg meter comparison. The patient still assumed the symptoms were flu-related. On (B)(6) 2025, the patient experienced vomiting and reported being barely able to move. Emergency medical services (ems) were contacted. Upon ems arrival, the patient¿s bg meter reading was 630 mg/dl, while the cgm reading was 189 mg/dl. The patient was transported to the emergency room. At the emergency room, the patient presented with vomiting, confusion, dehydration, and nausea. She was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous insulin. At the time of reporting, the patient was feeling better but remained hospitalized. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.